Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 3. The pre procedure mean pressure gradient was approximately 1mmhg. The clip was advanced to the mitral valve; however, during the second grasping attempt, while lowering the gripper lever the posterior gripper initially did not drop. After a delay of 2-3 seconds the posterior gripper came down. The gripper lever latch was fully closed. The clip was placed, however due to an increase in the mean pressure gradient, the clip was not implanted and was removed. The mean pressure gradient returned to baseline. The procedure was discontinued. No clips were implanted, mr remains at 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis did not confirm the reported difficult to open or close (gripper actuation - single) as both grippers actuated as intended without any issue. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. A cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na